Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that upon evaluation of the device, it was observed that the e216 scope communication error message was received for the device, accompanied by no image. This is attributed to damage to the charge couple device (ccd) and dirt found on electrical contact of the connector. Other observations for the device: distal end rubber coating (a-rubber) adhesive has a chip; video connector has a crack; due to wear of forceps elevator lever angle engagement has looseness; and a-rubber, video connector, video connector case, up/down plate; right/left plate, control unit, grip, switch (sw) sw1, light guide cover glass, have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner asset that was inspected and found to yield a e218 scope failure error message accompanied by no image. There is no patient involvement. The device was returned to the service center for repair. Upon evaluation of the device, it was observed that the e216 scope communication error message was received for the device, accompanied by no image. This is attributed to damage to the charge couple device (ccd) and dirt found on electrical contact of the connector. This medwatch is being submitted for the error messages received for the device accompanied by no image, as observed during inspection and device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: e218 (scope failure). Although the e218 error was not confirmed, it was likely caused by a failure of the image sensor unit or a defect of the circuit board inside the video connector. Event 2: e216 (scope communication error). It is likely the e216 error was caused by failure of the image sensor unit due to breakgae in the charge couple device (ccd) and a defect of the circuit board inside the video connector due to bad electrical contacts. Olympus will continue to monitor field performance for this device.